Manufacturer narrative:
The device was returned and evaluated. This incident occurred as a result of the patient falling. A DHR review revealed that there were no deviations from the manufacturing process and that the device was released within specifications and acceptable parameters.

Event description:
A doctor reported that a patient's precice nail broke after he had fallen in the shower.

Manufacturer narrative:
The doctor removed the existing precice nail from the patient's left femur and implanted the patient with a new precice nail, without incident. To date, the patient is doing fine. A DHR review revealed that there were no deviations from the manufacturing process and that the device was released within specifications.